Event description:
It was reported that the customer was hospitalized. It was stated that the belt clip was hard to attach to the insulin pump. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received without the original pump belt clip. However, the insulin pump had broken belt clip slot. The device also had a crack on the battery tube threads.